Manufacturer narrative:
An event regarding periprosthetic fracture involving a unknown patellar component was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions it was reported that patient's right knee was revised due to a patellar periprosthetic fracture after a fall. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a patellar periprosthetic fracture sustained in a fall. The patellar component was removed and not replaced, and the insert was revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.